Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 01-may-2024, it was reported by the patient that infusion set tubing was leaking. Patient replaced infusion set and resumed insulin successfully. No further information was available.